Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1600584 investigation did not show issues related to the complaint. The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The stapler was returned with 16 staples left in the cartridge indicating that at least 19 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple was unable to form properly. This was repeated with the same result. The device was disassembled and it was found that one side of the cover block was not completely attached to the trigger. After properly attaching the cover block to the trigger, the sample was reassembled and tested again. On the next attempt, a staple was able to properly form and release. This was repeated multiple times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to successfully attach to the foam. The remaining staples fired with no further difficulties. It could not be determined how or when the cover block got other remarks: detached from the trigger. Only the first two staples were unable to fire properly due to the cover block not being completely attached to the trigger. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused this complaint issue. It could not be determined how or when the cover block got partially detached from the trigger. The reported complaint of "staplers jamming" was confirmed based upon the sample received. The returned stapler was returned with one side of the cover block not completely attached to the trigger. This prevented the first two staples from properly forming. After the cover block was properly attached to the trigger, the remaining staples were able to fire properly. It could not be determined how or when the cover block became partially detached. However, it is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The root cause of this complaint is undetermined.

Event description:
The staples were jamming during use. There was no patient injury.